Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise, low impedance and high thresholds. The patient was asymptomatic. The lead was capped and replaced successfully.